Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received report of the tubing disconnecting above where the clamp device that goes behind the locked door. Just slid apart as if there was no solvent to hold it together. No patient harm reported and no medical intervention required. The customer stated that no further patient/event information is available.